Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. Electrode 1, the magnetic sensors and both thermocouples met specifications during electrical testing with no open or short circuits detected. In addition, both tip thermocouple temperature reading increased with exposure to heat. The catheter also met specifications for deflection and occlusion testing. The log file analysis concluded that the tactiflex catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tactiflex se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred requiring a pericardiocentesis to stabilize the patient. While ablating in the left atrium for an anterior mitral isthmus line, the catheter slid between the septal leaves. However, the physician decided to continue the procedure. During ablation at the right superior pulmonary vein, the physician stated it felt like he pushed the catheter through the left atria myocardium. A sonography revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient.